Event description:
The consumer reported that the patient was experiencing stimulation in the wrong location; this was considered a sudden change in therapy/symptoms. The stimulation change was not related to positional movement, and there were no falls or trauma that could be related to this issue. There were no recent medical tests or emi environmental exposure. When the patient programmer was synched with the implantable neurostimulator (ins) to confirm ins status/programming, the patient programmer showed stimulation was on. The patient had the ability to adjust stimulation; however, increasing/decreasing stimulation did not resolve the stimulation in the wrong location. It was noted that the patient did not have adaptive stimulation (as), and the patient did not have another group to try. It was also reported that the patient only used programs 2 and 4; program 4 felt different since getting the new program on (B)(6) 2016, as it was located in the wrong location. Stimulation was felt in the toes, calf, and up the leg on the left only; stimulation used to be in the upper thigh and buttock of the left leg on (B)(6) 2016. The patient did not think the manufacturer representative had made any changes to stimulation on (B)(6) 2016 while at the healthcare professional's office. It was further reported that the patient planned to call the healthcare professional to ask for the manufacturer representative's number to determine if the manufacturer re presentative had changed any settings and to determine the cause of stimulation in the wrong location. In addition, the patient stated that he needed an adjustment. Additional information received from the manufacturer representative reported that the manufacturer representative had met with the patient on (B)(6) 2016 and told the patient to go through his pain clinic to set up an appointment with a manufacturer representative to reprogram the patient's stimulation. The patient's indications for use included non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.